Event description:
This ra lead was implanted on (B)(6) 2007 and remains implanted. It was reported to technical services on 7/17/12 that this hcp is getting a check ra lead alert upon interrogation. The last in office atrial lead measurement was 632 ohms and today it is 468.hcp was not with the pt. At the time. Ts discussed to find out what measurement is out of range b/c that may change how you want to troubleshoot the alert. Ts discussed to do full lead diagnostics like checking for noise while doing isometrics and pocket manipulation. Test multiple impedances while performing isometrics and pocket manipulation. Hcp mentioned that sensing today was 2.6mv up from 1.1 mv and thresholds were good. Ts discussed to check events to maker sure that there are no episodes with atrial noise. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).